Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved operating the pump in simulated use and showed the device displayed lec 1660 on power up; the pump had constant alarm 1660 and would not boot up or run. The micro-processor board was replaced to address the issue. Based on evidence and investigation, the complaint allegation of error code 1660 was confirmed. The problem source is listed as unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed error code 1660. No known adverse effects to patient.